Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels (+1,000 mg/dl). Troubleshooting was performed and pump passed delivery system check. Reportedly, the customer had an ulcer on his leg that appeared to be infected. Customer was treated through intravenous insulin drip, fluids, and antibiotics, and released from the hospital on (B)(6) 2015.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.